Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, noise episodes were observed. The patient¿s device picked up noise which caused some inhibition of pacing with noise reversions. It was recommended to bring the patient in clinic to reproduce the noise. Programming changes were recommended to help eliminate the oversensing noise. No intervention has been performed. No further information available.